Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, it is suspected that a portion of the product may have broken off and may remain within the patient's abdominal cavity. X-rays and CT scans were taken and what appeared to be a part was confirmed, but it is unclear whether it is the broken part of the product in question.

Manufacturer narrative:
Device evaluation: as the device in question was not returned by the customer, a physical investigation of the product itself could not be performed. However, the available information has been reviewed. Based on the picture provided by the customer, the issue described by the customer "product broke off" was confirmed. The picture shows a portion of the bayonet lock at the distal end of the shaft that had broken off. This damage may have resulted from mechanical impact, and the age of the product (normal wear and tear; production date 12/2018) could also have negatively affected the material properties. It is important to note that the pliers insert is designed to be pushed into the shaft, locked in the bayonet mechanism, and secured on the proximal side around the handle, forming a closed system. Therefore, when properly assembled, no component could have become detached or ejected during use. However, a more detailed examination cannot be carried out as no article has been returned. This event is filed under internal complaint ID: (B)(4).